Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised forces sensor system and battery test failed. The customer had experience multiple low blood glucose events and was hospitalized. Customer didn't know his blood glucose level. An attempt was made to collect the customer's information however the customer disconnected the call. An attempt was made to collect further information the device is not returning for further analysis.